Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6)2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 1.0mg/ml at .0977 via an implantable pump. A failed dye study was reported. The patient had loss of therapy, increased pain, the catheter was not aspirating and more drug than expected at last refill. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed was a dye study, no aspiration and a roller study performed. The actions and interventions taken to resolve the issue was surgery would be scheduled for a catheter revision. The issue was not resolved at the time of the report, and it was noted the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that they ordered magnetic resonance imaging (MRI) of their shoulders quite a while ago, but the hospital took forever to schedule it because they had to contact and get confirmation (regarding compatibility) from the pain management doctor. The patient stated that they had one MRI prior to this once since they had the pump installed, and a medtronic representative was sent to the site to make sure the pump started again (no pump/therapy allegations made). The patient mentioned that the hospital where their MRI was scheduled was telling them that it was going to automatically restart and they now had to go see their pain doctor within 24 hours of the procedure, but that was not consistent with what they were told when they were implanted. The patients were told that medtronic reps can help them with troubleshooting and be of assistance at any time, but the patient stated that they haven't seen anyone. The patient inquired about clarification for post MRI follow up. While on the call, the patient mentioned they have had their pump replaced once in less than a year because it was totally occluded and stopped functioning. They went through morphine withdrawal in the whole nine yards and had it all replaced so they do not want to take any chan ces of the pump not being checked after the MRI. The agent understood this as the patient's catheter replacement but did not attempt to clarify focus on the reason for the call.